Manufacturer narrative:
This report is submitted on december 23, 2022

Event description:
Per the clinic, the patient experienced a skin infection at the implant site that was treated with antibiotics (mode of administration unknown). The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 16, 2024.